Event description:
Patient reported back-to-back blood glucose results, of 344 mg/dl and 107 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: strip lot 300293 with expiration date 12/31/2007.

Manufacturer narrative:
The suspect product is the aviva strip.